Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 335 (mg/dl). Customer administered correction boluses to stabilize bg levels. During troubleshooting with tandem technical support, recommendation was made for customer to discuss pump settings with health care provider.